Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the emergency department physicians are experiencing difficulty with this kit. During insertion of the 18 gauge introducer needle to cannulate the vein, the wire consistently gets hung up when pulling back the needle. As a result, they are removing both the needle and wire from the patient and have to stick the patient using a new kit. In some cases they are using a second wire. There have been delays in treatment with no patient harm and no patient death or complications reported. It is not known how many times this occurred.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. No sample was returned but the customer returned one picture of the guide wire. In the picture, the guide wire appears to be kinked just beyond the j- bend but the kink cannot be clearly seen in the picture and therefore, cannot be confirmed. In addition, the entire wire is not visible in the picture and the needle was not pictured either. This report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The IFU for this product, describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review based on sales history did other remarks: not reveal any manufacturing related issues. The probable cause of guide wire and needle resistance resulting in a kinked guide wire could not be determined based upon the information provided and without a sample. No further actions will be taken.